Event description:
The generator and lead were explanted. The explanted products have not been received for product analysis to date.

Event description:
The patient's generator was unable to be interrogated due to battery depletion.

Event description:
It was reported that a patient has been referred for generator replacement due to prophylactic reason (intensified follow-up indicator (ifi) marked as yes), and it was also reported the patient has high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.